Event description:
It was reported the customer was hospitalized with diabetes ketoacidosis. It was also reported the customer was receiving errors on the insulin pump and wanted the insulin pump to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.